Event description:
During a laparoscopic sigmoid colectomy procedure, after a stapler had been fired it was noted that the stapler deployed no staples and only partially transected the tissue. After the device was removed holes were left in the rectal stump. The holes were repaired and the procedure was completed by means of another device. The cause of the holes in the rectal stump is not clear.

Manufacturer narrative:
The clamp drive clip of the returned stapler was found to be damaged. The damage was such that the anvil of the stapler was not within the proper range for firing. As a result the staples were either unformed or under-formed; the knife failed to penetrate the cut ring and so failed to properly transect tissue. The cause of the drive clip breakage is not known. These tissues will be monitored. Visual inspection: stapler: no physical damages to circular body, blade, trocar, memory module, and spline tube. Cut ring showed no knife penetration around the ring. Fire drive clips were not damaged. Damaged clamp drive clip. Anvil assembly was not damaged. The anvil staple pockets showed staple formation. The stapler body was not damaged.